Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to patient injury. Device issue: shaft separation. It was reported that the device was broken at mid shaft on the table before use and never entered the patient. Another device was selected for use. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.